Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the patient was receiving pca dilaudid. After an unspecified bolus dose the patient experienced decreased respirations (4/minute) with oxygen saturation at 11% and then 55%. The patient required loud stimulus to arouse. Narcan 0.1mg was given twice. Oxygen saturation improved to 94% on oxygen 4l, with respirations increasing to 12-16. Pain medications were adjusted and the patient was monitored closely throughout the day.